Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to the jejunum performed on (B)(6) 2024, as part of the (B)(4) clinical trial of epass with hot axios system (passage). On (B)(6) 2024, a day post-stent placement, the patient complained about upper abdominal pain. This was a non-serious gastroenterological event that did not require intervention; however, medication was given to address the event. The outcome of the event was considered to have been recovered or resolved. Additional information received on july 09, 2024, and july 17, 2024. The stent was implanted transgastric to the jejunum. The patient was hospitalized and was discharged on (B)(6) 2024. The stent remained implanted, and the procedure was completed.

Manufacturer narrative:
Blocks b2 (outcomes attrib to adv event), b5, and h6 (impact codes) have been updated with additional information received on july 09, 2024, and july 17, 2024. Block h6: imdrf patient code e1002 captures the reportable event of abdominal pain. Block h11: correction to the initial MDR in block d6a.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to the jejunum performed on (B)(6) 2024, as part of the e7127 clinical trial of epass with hot axios system (passage). On (B)(6) 2024, a day post-stent placement, the patient complained about upper abdominal pain. This was a non-serious gastroenterological event that did not require intervention; however, medication was given to address the event. The outcome of the event was considered to have been recovered or resolved. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf patient code e1002 captures the reportable event of abdominal pain.